Manufacturer narrative:
Report not confirmed for the attachment. Evaluation could not reproduce the reported malfunction of device stops intermittently. However, it was noted that the bearings were worn. This finding may have contributed to the user¿s experience. There were no anomalies found for the motor. No conclusion can be drawn for the tool (14mh30) as it was discarded. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was skipping and there was a dura cut to the patient. Upon follow-up it was confirmed that the patient did not require any additional non-routine interventions and there were no reported issues post surgery regarding the patient's current status. It was also reported that the 14mh30 drill was discarded by the hospital.